Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels and hospitalization. Customer was not wearing the insulin pump when they went very low and fell down on christmas eve. Customer was planning a christmas party, did not eat, received some insulin, was very busy and experienced critical low blood glucose levels. Customer took off the insulin pump while decorating for their christmas party. Customer was taken to the hospital and declined to speak to the 24 hour helpline. Customer advised they feel better now.